Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The close door messages were confirmed and reproduced during the device investigation. The door latches close, but with excessive force being required to close door. The device was calibrated to correct this condition.